Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to humidity prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 124 mg/dl.